Manufacturer narrative:
Sample has been received and device analysis is in progress. Findings will be provided in a supplemental report. (B)(4).

Event description:
Caller reports the n-600x monitor did not alarm when sensor was removed from biomeds finger. Caller confirmed there was no patient harm.